Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone after being dropped into water. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 146 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.